Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac dysrhythmia and passed away as a result.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead connector body was extrinsically cut but not breached. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted there was cuts on the connector body of the lead at 3.7 cm extrinsic damage. The was a cut in the outer insulation at 6.8 cm with minimal blood ingression extrinsic damage. If information is provided in the future, a supplemental report will be issued.